Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest fluttering. The right ventricular (rv) lead exhibited high thresholds and non capture. The rv lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.